Event description:
Rptr had an adverse reaction to contact lens in feb and in july. Rptr tried to wear the same type lens on two different occasions and became very tired and got sinus headaches. The rptr stopped wearing lens and symptoms got better but headaches would not go away.